Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging orange (lead 2-) and brown (lead 1-) wires in the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the ecgs were non-functional.